Event description:
A simplygo device was returned to a third party service center in reference to allegations of fio2 problems and the device not turning on. During the evaluation of the device at the third party service center, the device was inspected and allegations of fio2 problems and the device not turning on was confirmed.